Event description:
I had a thr at (B)(4) hosp., (B)(4) on (B)(4) 2010. I had an ssi which the surgeon, (B)(4) now believe is an on-going suture reaction. I underwent a 2nd surgery (B)(4) 2010, at (B)(4) to lavage + debride the ssi or quite probably a deep prosthetic infection. The 2nd surgery also resulted in a suture site that had brown, pus exsudate; burning; oozing; swelling; induration even while on IV atb for 6 weeks s/p surgery and then further surgical wound incising + oral atb. Surgeon (B)(4) states the suture reaction could potentially be ongoing for months, even a year, to expect suture material in the exudate.